Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a blue screen. The reported malfunction occurred during preparation for an unspecified procedure prior to sedation. There were no reports of patient injury or medical intervention associated with this event.

Event description:
It was reported the camera head had a blue screen. The reported malfunction occurred during preparation for an unspecified procedure prior to sedation. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the customer's reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test. Based on the results of the investigation, it is likely the customer's report of blue screen was due to a faulty cable. However, a definitive root cause could not be established. Based on the results of the investigation, it is likely the failed leak test was due to a puncture on the cable insulation. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.